Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin flow block alert during priming and reported prime/fill anomaly. Troubleshooting was performed and the issue was not resolved. Customer was advised to discontinue the use of the device and the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added, which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version: 4.11e. Retainer ring: black, case type: ngp. On 31-dec-2022, the customer alleged, no delivery/insulin flow blocked alarm and prime/fill anomaly. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found, during the visual inspection: pillowing keypad overlay and keypad overlay texture damage. Thus software was utilized and downloaded trace/history files properly. In further full review, found multiple no delivery alarms in the pump history on (B)(6) 2022 between 12:54:28.000 and 13:51:00.000, during bolus and basal delivery. No prime fill anomaly noted, during testing. No prime/fill alarms noted, in the pump's memory. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿, during testing. Pump was cut open to perform visual inspection. And found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed, required testing. Customer alleged, for insulin flow blocked/no delivery alarm and prime/fill anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.